Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that while being used on a patient, the heartstart xl monitor / defibrillator did not deliver a shock, but instead generated a ¿contact fault¿ error message. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information was requested, however, no further information was made available. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was unable to be duplicated. The device passed all testing. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while being used on a patient, the heartstart xl monitor / defibrillator did not deliver a shock, but instead generated a ¿contact fault¿ error message. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted.